Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a calibration error and bad sensor alert after changing sensor. Customer's blood glucose was 451 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised that sensor would be replaced.